Manufacturer narrative:
This report is based on information provided by a philips quality system analyst personnel and a third-party technician and has been investigated by the philips complaint handling team. Philips received a complaint on the m3536a (heartstart mrx als monitor) indicating that the device was not delivering the shock. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the device was not delivering the shock. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The device is not expected to be returned and remains at the customer site. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : device is end of life / end of support.

Event description:
It was reported to philips that the heartstart mrx "does not active". Patient involvement is unknown at this time, however, no adverse patient impact or injury was reported by the customer. Additional information has been requested.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the heartstart mrx als monitor indicating that the device was not delivering the shock. The event was outside of use and there was no reported patient nor user harm.

Manufacturer narrative:
This report is based on information provided by a philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx als monitor indicating that the device was not delivering the shock. The event was outside of use and there was no reported patient nor user harm. An internal technician evaluated the device and identified the issue was a result of failure on both the display and external paddles. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol) and that the damaged parts are no longer available for replacement. It was confirmed that the device will be removed from service. The customer will resolve the issue with purchasing a new device. Based on the information available and the testing conducted, the cause of the reported problem were component failure. The root cause of the reported problem could not be confirmed because the components were not returned for additional investigation. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was made aware of the end of life terms, the issue will be resolved with the customer purchasing a new device. The malfunctioned device is planned to be removed from service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting address: (B)(6).